Manufacturer narrative:
(B)(4). Pump was received with blank display due to corroded battery tube and moisture damaged on power board. No moisture damage on electronic/motor assembly noted. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test or verify low battery alarm due to blank display. Unit was received with scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump had battery issue. The customer¿s blood glucose level was 139 mg/dl. The customer states she opened up a pack of batteries and put a new battery and the pump is still showing low. The insulin pump will be returned for analysis.